Event description:
Ventilated patient was taken to imaging and MRI was completed with no complications. Upon transferring patient back to bed, the ventilator machine came in close contact with the MRI machine causing the ventilator screen to go black. Patient immediately removed from ventilator and manual breaths provided with ambu bag. Ventilator switch out and respiratory therapy (rt) supervisor made aware of incident. Malfunctioning ventilator taken out of service.